Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues in a clinical study. It was reported that the impedance increased to 1.5 (abnormal) to the test leads and there was a change in efficacy, per p.I. The device diagnosis was high impedance. It was noted that the event was related to the device or therapy, not related to the implant procedure, and due to programming; the final programming date and time for most recent interrogation prior to the event was (B)(6) 2017. Interventions taken included reprogramming on (B)(6) 2018 and it was noted that the event resolved without sequelae. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacture representative (rep) on (B)(6) reported it was unknown how the fall impacted to the device, there was no malfunction noted. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on (B)(6) reported there was a change in stimulation. The identify clinical diagnosis was the patient was hospitalized in march and the fell on their back. The hcp stated there was a different sensation with stimulation after the fall. The patient turned the device off at an unknown time and their urinary incontinence symptoms returned. The hcp noted the interventions were the device was off, it was turned on the office and high impedance was noted at 1 amp. The hcp increased the amplitude to 2 and impedances were retested with all combinations and they were normal. The device was reprogrammed on (B)(6)2018, due to a change in sensation. It was noted the event was possibly related to the device or therapy and was not related to the implant procedure. It was noted the patient fell while in the hospital in (B)(6)2018. There were no further complications that have been reported as a result of this event.